Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 489 mg/dl at the time of the incident. Customer reported insulin pump saying it has no power and no insulin and no reservoir alarming. Customer woke up and he said the battery was dead, alarm history shows battery was dead and battery was replaced the night before. Customer was treated with manual injection and for the rest of the day. Customer decline troubleshoot for high blood glucose. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement and displacement test. No pump error 25 noted during testing. Unit was returned for power error 25 and was confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error 25 was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit had minor scratched display window, scratched case, fading serial number label and a pillowing keypad overlay.